Event description:
The initial reporter complained of discrepant low results for 7 patient samples tested with one particular reagent pack for elecsys ft4 iii (ft4 iii) on a cobas e 801 module. For all 7 patient samples, the initial results were all < 0.039 ng/dl. All 7 patient samples were repeated using a different reagent pack of the same lot number and the results were all above 1 ng/dl. The customer did not provide specific results. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).

Manufacturer narrative:
Qc was acceptable prior to running patient samples. There were no issues with any other tests. The investigation is ongoing.

Manufacturer narrative:
No foam or air bubbles were observed on the surface of the reagent. The field service engineer (fse) found a water leak inside the detection unit. The fse replaced the entire detection unit, adjusted the positioning, and performed blank cell calibration. The instrument was operating within specification. A general reagent issue can be excluded as qc was within expectations. The investigation determined the issue identified by the fse was the root cause of the event.